Event description:
It was reported that while suturing subcutaneous tissue on a pt's face, needle broke off the suture thread. The needle was eventually found in the pt's open excision. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Results code: according to the visual inspection, it was found that the barrel of the needle was cut in the swage area. The suture piece was examined for visual inspection and it was observed that the barrel cut of the needle is attached to the end of the suture. Conclusion: the device info for use cautions the user that "care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.